Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt was at home and was experiencing red heart alarms for low flow/low stroke volume upon position changes. The pt was admitted to the hospital. The pt was taken to the o.r. For a pump replacement related to low flow alarms. The surgeon stated that when he explanted the pump he noticed a tear in the dacron graft in the inflow valve conduit. The pump has been held by risk management. The pt remains stable on the replacement pump on lvad support while awaiting a heart transplant. The manufacturer has asked for the pump after risk management has finished with it.